Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient previous implant never functioned due to an error in the implant and that the issue happened over a year and it was explanted six weeks ago and the patient has a new implant. There was no symptoms reported and no further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. No new information. It was reported that patient had a lack of effect. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient previous implant never functioned due to an error in the implant and that the issue happened over a year and it was explanted six weeks ago and the patient has a new implant. There was no symptoms reported and no further complications were noted or anticipated